Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned guidewire revealed that the amplatz has coil unraveled in the distal section. The distal tip was also unraveled and peeled. The core wire was broken at 138 cm from the proximal section. The distal tip was returned attached to the ballweld. The complaint is not consistent with the reported event that the guidewire was kinked. It is most probable that anatomical/procedural factors like interaction with other devices or while the device was advancing through the lesion target could have generated the failures reported. Based on all gathered, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff¿ guidewire was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire kinked and the teflon coating unraveled causing it to knot in the ureter and exposed the metal core wire. The procedure was completed with a new amplatz super stiff¿ guidewire. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Investigation results revealed on (B)(6) 2017 that the core wire is broken at 138 cm from the proximal section.